Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, it was reported that the patient received a red heart alarm and pump stoppage after exchanging power sources from the power module to batteries. The patient reported that all of the batteries indicated a full charge. The batteries and the battery clips were replaced and there were no effects to the patient reported.

Manufacturer narrative:
The device remains implanted and in use by the patient; however, the batteries and the battery clips were returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the supplemental report will be submitted when the MFR's investigation is completed.